Manufacturer narrative:
Additional information: b3, b5, d10, h4, h6 (update codes), h11. B5: upon additional information "the device contained 5-fluorouracil accord 5 g/100 ml (50.48 ml) with 33.52 ml of saline 0.9%." H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a small volume folfusor which was also discovered to be expired product. It was observed that the medication delivery was hardly running or not at all and was only discovered a week after starting therapy when the pump was being disconnected. At that point, it was also discovered that the pump was expired product. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.